Manufacturer narrative:
The tech inspected the bed, performed a function check and found the bed operating properly.

Event description:
Info received indicates blood was spilled onto one of the siderail, got into the circuit board and stopped the siderail from working.